Event description:
The surgeon was using synthes plate benders to modify a plate prior to implantation. While bending the plate, one of the two plate benders broke into two pieces on the back table away from the surgical field. The event was witnessed by the surgical tech and resident who alerted the or nurse.